Event description:
It was reported that the prong of the inserter broke off in the patient during insertion. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
Device not returned to the manufacturer for evaluation. The visual macroscopic exam confirmed the breakage of the prong. However, the cause of the breakage could not be determined. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.